Event description:
A medtronic ent representative reported that the site's landmarx system exited unexpectedly after registering the pt. The medtronic representative re-booted the system while trouble-shooting; registration was saved and they were able to proceed to navigate. The surgeon completed the procedure with the use of the landmarx evolution system. There was no impact on the pt outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.